Event description:
The manufacturer received information alleging a ventilator's display was broken. The device was not in patient use. The device was yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.